Event description:
It was reported that the cervical bone screw backed out at unknown time post op.

Manufacturer narrative:
Device was not returned to manufacturer for evaluation. The x-rays review confirmed that the c7 screw backed out. Unable to determine the cause of backout.